Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2020. Upon implant, it was noted that the replacement atrial lead exhibited high capture threshold. The lead was exchanged during procedure. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events of high capture thresholds and failure to fixate the lead were not confirmed. Analysis was normal. No anomalies were found.